Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed the battery compartment was cracked at the case seal below the bumper. Unrelated to the issue, the audio bolus button cover was damaged/punctured but was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked at the case seal below the bumper. This report is made based on results of investigation completed on (B)(6) 2016.